Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Risks include "bending/fracture of instrument¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that a patient underwent a right knee surgery on (B)(6) 2014. The operative record indicated that lateral pin on the vertical cutting block broke during surgery. It was reported that this did not protect the tibial island from undercutting. It is unknown if the patient retained any of the broken pieces. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been unsuccessful.